Event description:
On (B)(6) 2004, this patient was implanted with gore excluder aaa endoprosthesis. On (B)(6) 2009, a second procedure was performed for treatment of a distal type I endoleak and to fix the iliacs using three contralateral leg components. On (B)(6) 2011, a third procedure was performed to treat proximal type I endoleak. Since the patient was implanted with the largest aortic extender component already, a palmaz stent was implanted and resolved the type I endoleak. The patient tolerated the procedure.

Manufacturer narrative:
A review of the manufacturing paperwork is being conducted.